Event description:
Medtronic received information that 4 days post implant of this 31mm mitral mechanical valve, it was reported that the patient had a middle cerebral artery stroke that was left sided. It was also noted that the patient was hospitalized and a computerized tomography (CT) scan discovered an m1 arterial branch occlusion with thrombo-embolic etiology. The patient's anticoagulation therapy or medication was changed to a different anticoagulant. It was also stated that percutaneous intervention was performed. It was stated that the event is believed to be related to the device but not related to the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 updated event description to include information "it was also reported that 7 days post implant of this 31mm mitral mechanical valve, the patient experienced another middle cerebral artery stroke that was left sided. A computerized tomography (CT) scan performed that day discovered an m2 arterial branch occlusion with thrombo-embolic etiology." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 days post implant of this 31mm mitral mechanical valve, it was reported that the patient had a middle cerebral artery stroke that was left sided. It was also noted that the patient was hospitalized and a computerized tomography (CT) scan discovered an m1 arterial branch occlusion with thrombo-embolic etiology. It was also reported that 7 days post implant of this 31mm mitral mechanical valve, the patient experienced another middle cerebral artery stroke that was left sided. A computerized tomography (CT) scan performed that day discovered an m2 arterial branch occlusion with thrombo-embolic etiology. The patients anticoagulation therapy or medication was changed to a different anticoagulant. It was also stated that percutaneous intervention was performed. It was stated that the event is believed to be related to the device but not related to the implant procedure. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information which stated that a thrombectomy was performed. It was additionally noted that due to mech anical valve replacement, an effective anticoagulation was mandatory until the required ptt (partial thromboplastin time) value was reached. It was stated that the patient was treated with heparin and that the adverse event occurred under therapy with heparin. It was noted that the target ptt value was 60 seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that the event is believed to be related to the device and implant procedure. No additional adverse patient effects were reported.